Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels of less than 20mg/dl and an unspecified shoulder injury; cause was unknown. Customer required assistance from emergency medical technicians to treat bg via intravenous glucose fluids. The customer was instructed to consult with healthcare provider regarding bg level.